Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a system error 348 was reproduced. A review of the event history log revealed system error 348 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor, and the ultrasonic sensor requires replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 348 (no upstream sensor poll) and stopped infusion during therapy in the cardiovascular intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.